Event description:
Patient states that she was administering using the syringe and the needle broke off while it was injected. She states that she believes that the device is cheaply made from the cylinder to the needle bending at 45 degrees during injections. She states that the device is unsafe and should not be used. The patient has used several syringes and has not had issues until using these mylan syringes.